Event description:
It was reported that the patient was having recurrent "connect power source" alarms when on battery power. The patient had sporadically experienced this alarm for about two months after their device implantation on (B)(6) 2022. The connectors were cleaned on both the battery clips and batteries and the battery clips were exchanged on (B)(6) 2022. The alarms persisted and the system controller was exchanged on (B)(6) 2022 (related manufacturer report number (B)(4)). The issue seemed resolved until the alarms returned on (B)(6) 2022. The system controller was exchanged again, and the alarms reportedly resolved.

Manufacturer narrative:
Section b3: event date corrected. Section b5: the august 2022 system controller exchange is captured in manufacturer report number (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was not confirmed. The system controller (serial #: (B)(6)) was not returned for analysis. Additional provided information communicated on 16sep2022 stated that there no log files available. Additional provided information communicated on 06oct2022 stated that the system controller was exchanged. Additional provided information stated that the alarm resolved, and no product will be returned for evaluation. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller passed all manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller alarmed to "connect power source," while on batteries. The batteries and clips were cleaned at their connection sites but the issue persisted. The patient had sporadically experienced this alarm for about two months, starting in (B)(6) 2022. The battery clips were exchanged on (B)(6) 2022, but the alarms came back a month later. It was noted that the batteries were not exchanged. It was recommended that the system controller be exchanged.